Event description:
Reporter alleged discrepant back to back blood glucose values of "hi" (greater than 600 mg/dl) and 156 mg/dl on her father's advantage system. No actions or treatment reported. A request was made for the return of the suspect product and replacement product was sent.